Event description:
It was reported that a patient presented to the hospital after receiving multiple inappropriate shocks due to far p-wave oversensing. It was noted that during initial implant, dft testing was unsuccessful. Patient was prescribed medication and was to present back to the clinic, which did not happen. X-ray revealed lead dislodgement. The lead was explanted and replaced. The patient was doing great post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.